Manufacturer narrative:
The device has not been returned to mmdg for evaluation so the actual device has not been inspected. It was noted in the medwatch report that the pump was in use with a syringe. The curlin pump manual contains the following warning: "user should be aware that the error in delivered drug volume may exceed +/-5% when a syringe is used with the curlin infusion pump. A mechanical problem, known as "stiction", may occur when the syringe is operated at lower plunger speeds. The friction between the syringe plunger and the barrel causes the plunger to stick, then moves forward in a jerking motion, and the fluid will be delivered in a series of boluses. This effect will cause variations larger than 5% in the delivered volume. The fit between the syringe plunger and the barrel may vary from batch to batch and, consequently, the stiction effect may also vary."

Event description:
The initial reporter stated in a mandatory medwatch ((B)(4)) that the device was set up with a syringe to deliver fentanyl. At the start of the night shift the syringe volume was noted at 50ml. Total of requested doses was 1.6ml, however, the syringe volume had not changed. The patient did not receive the requested doses, but they did show delivered on the pump. No additional information was made available in the medwatch report. (B)(4).